Manufacturer narrative:
The device history record for the lot reported was reviewed and no issues were observed. The product was manufactured, tested and released in compliance with manufacturing procedures. All units are inspected 100% prior to release. The IFU includes hypotony as a possible complication. Dr. Slabaugh indicated the patient is doing well one month after the surgery and there was no need to explant the valve. The only thing that he did differently was fill the anterior chamber with viscoelastic (provisc) at the end of the case which he would not normally do. Post-op day one the iop was around 4 and the chamber was deep and quiet, one week iop was 5 and he has since had an uneventful post-op course, he is now about a month out and doing well, iop on the week of (B)(6) and his conjuctiva has healed normally. Pre-op iop for patient was (B)(6) on maximal medical therapy.

Event description:
About the time dr. Was sewing the patch graft into place the chamber was shallowing quite a bit and so he reinflated the eye and checked for any leak from the paracentesis and tube insertion site which he did not detect and the chamber continued to repeatedly shallow. The only thing that he did differently was fill the anterior chamber with viscoelastic (provisc) at the end of the case which he would not normally do. Post-op day one the iop was around 4 and the chamber was deep and quiet, one week iop was 5 and he has since had an uneventful post-op course, he is now about a month out and doing well, iop on the week of (B)(6) and his conjunctiva has healed normally. Pre-op iop for patient was (B)(6) on maximal medical therapy.